Event description:
Caller reported tandem mobi cartridge alarm, and cts confirmed cartridge alarm 35, which did not cause an adverse impact to the customer's blood glucose level. Cts planned to replace the pump as it was within the warranty period, and the customer would use an updated pump with new software. The customer was instructed to return the malfunctioning pump to tandem within 10 days using a return box and pre-paid label to avoid being billed. The customer was also advised to transfer the pump settings and connect their cgm to the replacement pump, and they understood the instructions. Cts arranged for the delivery of the new pump with a signature required. Customer will continue to use current pump.